Event description:
During a clinic follow-up, an out of range defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.